Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. No unexpected battery out limit alarms was noted. The pump showed dots when the display backlight turned on due to moisture damage. No cosmetic damage was noted. (B)(4).

Event description:
The customer's friend reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 314 mg/dl. The customer stated that they recently got a replacement pump and there were dots on the screen. The customer stated that there are 2 big dots and 3 little dots on the bottom of the left screen. The customer stated that the dots only show when the backlight is on. The customer was assisted with a 10 minute pump rest and the spots did not go away. The customer stated that the pump alarmed battery out limit after the test. The customer was assisted in programing the date and time. The customer will be sent a replacement pump.